Event description:
The pt was implanted with an itrel neurostimulation system for relief of pain due to failed back surgery syndrome. The pt experienced shocking sensations and underwent explantation of the device in 1999. A synchromed pump and catheter had been implanted in 1997 for intratheca infusion or morphine for pain.